Event description:
A customer contacted beckman coulter inc. (Bec) and reported that false high creatinine (crem) results were generated on the unicel dxc 800 pro synchron clinical system. Customer indicated that the system was setup to perform critical rerun for results that are greater than 2.99mg/dl. All reruns were performed on the same instrument. The customer provided data involved three patient samples. This report is to document patient results obtained on (B)(6) 2012. An MDR # 2050012-2012-01904 is being submitted for event occurred at the customer site on (B)(6) 2012. The false result was not reported outside of the laboratory. No impact to patient treatment was reported in connection with this event.

Manufacturer narrative:
Qc was run before the event and results were within the established ranges. A field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed there was no visual precipitate or cloudiness in the creatinine reagent bottle. The fse found the tricontinent syringe was showing minimal wear and replaced the syringe. Per fse, the module was filling and was stirring appropriately. The fse calibrated the crem lamp and replaced the modular chemistry (mc) sample probe which resolved the issue. Failure mode of this event is unknown. The fse replaced parts and calibrated the crem lamp; any of which could contribute to this event.